Event description:
It was reported the colonovideoscope had a screen error b30 (scope communication error), and the screen turned black. The issue was found during a colonoscopy procedure that was completed with an olympus back-up device there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the root cause was a damaged plug on the scope connector and deformation of the contact pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.